Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had less than 50% therapy relief.

Event description:
It was further reported that the patient requested the device be removed due to pump implantation. There was no hospitalization due to the explant and the outcome was noted as no injury.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient had their device explanted due to the loss of therapeutic effect. If additional information becomes available, a supplemental report will be filed.